Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for triglycerides on a cobas c 303 analytical unit. The initial result was 456 mg/dl. The repeat result was 97.7 mg/dl.

Manufacturer narrative:
The c303 analyzer serial number was (B)(6).

Manufacturer narrative:
Fibrin particles were found in the sample. A new sample was obtained, and the initial and repeat results were acceptable. The sample was repeated on a different instrument, and the results were consistent. The actual results received were not provided. The investigation determined the event was due to a pre-analytical handling issue.